Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that she had had a packaging issue - onetouch ultra blue test strips were missing from her kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged missing product issue occurred in the "(B)(6) 2016". The patient denied that she takes medication to manage her diabetes and stated that on "(B)(6) 2016 reported taking less food and /or drink as a result of the alleged missing product. The patient reported that "(B)(6) 2016" unspecified time after the alleged issue began she developed the symptoms of "cannot see and shaking". The patient denied receiving any treatment. At the time of troubleshooting, the cca noted that the closure seal on the packaging was intact prior to opening. When cca educated the patient on the correct contents that come with the kit, the patient confirmed there were was missing product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.